Event description:
It was reported when using the bd pyxis¿ es server not communicating when user was trying to issue medication to patients. The customer stated that they put the system into override and issued medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the datasync was stopped on both the app and sync servers. The technical support specialist started the service of all station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.